Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a patient reported that there as a loss of therapy, therapy had been up and down with effectiveness since implant, and she felt incontinent. She still couldn't make it to the bathroom in time, was still waking up every hour at night, and was wearing pads around the clock. The change in therapy or symptoms was gradual. The patient felt stimulation and did not have symptom control of 50 percent or better. She hadn't had any falls. She was able to change the program at her last appointment and it was ok for a few days, then it did not help at all. The patient had pain from stimulation every time she moved, sat down, or turned over in bed. She turned off the device for an unrelated MRI on (B)(6) 2015 and was so much better since turning it off. She had no pain with any movements and wasn't getting up as many times at night. She wanted to know if she should leave it off.

Event description:
The patient reported that things were getting worse for her and she was completely incontinent since implant. The patient was wearing pads 24/7 since implant. Patient services asked if the patient checked therapy to make therapy is on and the patient said yes. The patient reported she received a call yesterday from someone checking to see how she was doing and assisted her with using the patient programmer and determined patient programmer batteries needed to be replaced. The patient replaced the batteries in patient programmer but it was difficult to sync with patient programmer but she was able to adjust stimulation from 2.1v to 2.3v. Patient services troubleshoot regarding the patient programmer and patient programmer could not communicate with or without antenna. Patient services reviewed the patient will need to contact hcp (healthcare provider) office regarding symptoms. A problem with the patient programmer was reported. Event date was noted as (B)(6) 2015 the patient was not able to make adjustment both with or without antenna attached. Redirected caller to repair department. It was later reported that regarding 3037 quick guide interstim therapy guide, the patient never received. No symptom control was noted. The patient received the replacement programmer today ((B)(6) 2015) and it was doing the same thing. The patient was not feeling stimulation at this time. After implant, the patient felt crampy and that had gone away and was not sure if that post surgery crampy or if that was stimulation but what ever it was did not feel like it had when she did the trial. The patient has a doctor appointment follow up scheduled week (B)(6) and she will call him prior to let him know the replacement programmer will need the additional programs added to it and will ask how long she should leave on current setting and when programs are added if it is ok to switch between programs. The patient noted the trial went very well. While on the call, the patient was able to use the programmer to connect to the implantable neurostimulator (ins) without the antenna attached. The patient was able to connect to the ins which was located above the incision line without the antenna but not with. The patient was able to verify stim was on by noting the lightning bolt in the upper left hand corner. The amplitude was currently set at 2.3. The patient was able to increase stim to 2.9 and stated this was comfortable, sitting standing and walking and she was aware that if stim becomes uncomfortable she will need to decrease stim. Event date, (B)(6) 2015. The patient stated with the new programmer she received she was still not able to connect to the ins. The patient was not able to connect to the ins with or without the antenna. While on the call, the patient was able to connect to the ins with the programmer without the antenna attached but not with. Event date, (B)(6) 2015. The patient had not had any symptom control and stated in fact she thinks it had gotten worse. On (B)(6) 2015, new information regarding this event. The patient called back and reported she has the new patient programmer and the new antenna. She still cannot connect with implant. Through troubleshooting, patient services determined the patient and her husband did not have the antenna over the device. It was in the wrong location. Patient services had the patient place it in correct location, issue resolved using labeling. Patient programmer and antenna working as intended. Unresolved issue was noted: lack of effect, no stimulation sensation: 2.9 v currently. Symptom control was worse than it was before implant. The patient increased to 3.4 v. The patient could feel stim and it was comfortable. Patient services discussed leaving it at these settings for a few days to a week and see if there is any change in symptoms. If not, the next step would be to try changing programs as the patient has already increased current program as high as they can tolerate. The patient understood. It was noted: will not interrogate. No patient injury reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had a loss of therapy. The patient had met with a manufacturing representative to install different programs on the new programmer she had received. The programs he suggested were not working and the patient was still having problems. It was noted that therapy was not on. Therapy was turned on but the situation was not resolved. 2.7 was a little strong, so the patient decreased to 2.6v.

Event description:
Additional information received from the consumer reported that after they increased stimulation to 2.9 volts on (B)(6) 2015, the stimulation became uncomfortable when they sat, laid down, or turned on their side. They decreased to 2.5v but then they had accidents overnight. The patient reported they still had not been able to get their symptoms under control since they called in about four weeks prior. On the day of the report, they moved to program 3, which was at 0.0 volts, and it was ultimately discovered that the stimulation was turned off as the patient was seeing the "turn the ins on' screen. After the patient increased stimulation to 1.2v, it was observed that stimulation was comfortable when sitting, standing, walking and lying down.

Manufacturer narrative:
(B)(4) .

Event description:
It was later reported that the patient never had therapeutic effect. The patient noted having symptoms still since implant. The patient wanted to change programs per hcp (healthcare provider) request. Stim on, 5.0v no programs visible. Patient services reviewed patient services cannot add new programs over the phone that must be done in hcp office with 8840. Event date noted as (B)(6) 2015. The patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment dates noted as (B)(6) 2015. On (B)(6) 2015 the patient noted she had seen her hcp yesterday and had complained of pain at implant site and pain at the base of the spine. Her hcp who checked the incision and told her the pain could not be from her interstim system and referred the patient back to her general hcp. The hcp suggested a change of the program. The patient said she needs the manufacturer's representative to do that for her. Patient services reviewed representative can be invited by the hcp to meet with her. Patient services offered to check to make sure stim was turned on. Patient services had the patient use the navigation key and determined the patient has just one program option. Pain when moving at implant site and base of spine was noted. Event date was noted as (B)(6) 2015 . The patient had been having pain when she tries to turn over in bed or sitting sometimes like a burning cramp and sometimes it is really bad. It was brief and goes away. The patient feels it only when she moves. The pain is felt at the end of her spine, right where the stim is put in and over to the left side where the implant is so in that low area. The patient felt like the device is where the pain is. Turning the power down helped a lot. It had been 5.5 and she turned it down to 5.1 this morning. During the call, the patient turned stim down to 5.0 and then off to see if that helped her pain. Patient services asked the patient to move around to see if the pain would occur. The patient moved around and reported the pain did not occur. Not enough therapeutic benefit was noted. Since implant, her symptoms had gone from getting up every 1 hour to every 2 hours but she cannot quite make it to the bathroom and has to wear protection. It was noted that therapy was not working as expected. The patient wanted to meet with a manufacturer's representative for a device check and/or programming. The patient had just one program (due to replaced programmer) which did not provide symptom relief that was comfortable for her. The patient wanted help with additional programming options. Regarding antenna (B)(4) , no item returned, (B)(4) .

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0tjd5, implanted: (B)(6) 2015, product type: lead. Product ID 37092, product type: accessory. (B)(4).